Manufacturer narrative:
E1: initial reporter facility name: (B)(6). H11: the device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a y type blood/soln set detached from the tubing and resulted in leakage. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.